Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the outer cover did not fit the bd micro-fine¿+ pro pen needle upon recapping it. The following information was provided by the initial reporter, translated from japanese: "the user's report is that the outer cover did not fit the pen needle upon recapping."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the outer cover did not fit the bd micro-fine¿+ pro pen needle upon recapping it. The following information was provided by the initial reporter, translated from japanese: "the user's report is that the outer cover did not fit the pen needle upon recapping."